Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.

Event description:
It was reported that during a starr procedure, the device did not fire at all and the pin could not be connected. Another device was used to complete the case with no patient consequence.